Manufacturer narrative:
Based on the findings of the investigation, no direct causal link can be established between the skull clamp that was sent and the incident described. Damage was observed on the teeth on the underside of the extension arm, as well as impact marks on the surface of the component, indicating improper/ rough handling. In general, if the product is handled improperly (e.g., due to external forces) and/or maintained improperly (particularly with regard to lubrication of the relevant components), it cannot be excluded that the teeth may become misaligned (skull clamp arms jammed) and that subsequent engagement of the teeth may cause slippage. However, this can be prevented by performing the safety checks specified in the IFU and by adequately lubricating the components relevant to the running characteristics. A corresponding misalignment could not be reproduced on the device in question during this investigation. From our experience, the pinning technique can contribute to a loss of clamping force and/or slippages. In this context, we refer to the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us that one of our products was involved in a case in which the patient sustained an injury from pins slipping.